Manufacturer narrative:
(B)(4) - above rated burst pressure. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported that the procedure was treating an in stent restenosis of a non-abbott stent. The moderately tortuous, moderately calcified, 99% stenosed lesion was located in the proximal to mid right coronary artery. After dilatation with 1.25x6mm and 2.0x15mm non-abbott balloons, the 2.0x15mm nc trek balloon dilatation catheter (bdc) was inflated three times. The first two inflations were performed at 12 atmospheres; however, on the third inflation, the balloon ruptured at 20 atmospheres. Another nc trek bdc was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the nc trek rx instructions for use warns: balloon pressure should not exceed the rated burst pressure (rbp). In this case, over pressurization may have contributed to the reported balloon rupture.